Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection was performed and found pump interconnect board with burned capacitor. The customer reported problem was confirmed. According to the investigation the customer plugged the interconnect board connector into the main board backward (wrong polarity) which caused the reported problem. Service replaced the pump interconnect board, replaced battery and performed pm maintenance and all functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that during testing of this smiths medical medfusion 3500 pump, the pump capacitor was smoking. No patient involvement reported.